Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated that they gave bolus to get the back down but still be in the high 300 mg/dl. Customer declined to troubleshoot for high blood glucose. Advised customer even if battery goes low there won't be an effect of insulin delivery. The insulin pump will not be returned for analysis.